Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: defect in the safety mechanism.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ cateter i.v. 22g x1.00¿ (0.9 x 25 mm) (latin america) experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: defect in the safety mechanism.